Event description:
Surgeon reported pt status post zero-p implantation with dbx and autograft returned for office visit. An x-ray showed a non-union, pseudoarthrosis. Surgeon noted pt has fair to good bone quality. This is nine of nine reports for this event.

Manufacturer narrative:
Synthes is unable to provide the MFR PMA/510k number and/or the date of manufacture without a part/lot number or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, a device history record review can not be requested.